Event description:
The customer's spouse called and reported customer's sensor gave a low reading when his blood glucose was over 400 mg/dl. Caller stated the cannula was a little bit bent. Insertion and calibration techniques were discussed. At the time of this report, customer's blood glucose was 139 mg/dl. It was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-18406 regarding this event.